Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the saturated venous oxygen (svo2) readings have been 10-15% points lower on the blood parameter monitor (bpm) than the laboratory analyzer (seen prior to in-vivo calibration). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: after the notice of field correction (nfc) of the bpm unit (for 1.69 version software), the perfusionist (ccp) has seen k+ drift with his units. The ccp stated he always performs the gas calibration (with calibrator 540) prior to use, and he enters the k+ code on the shunt sensor package. The k+ measures higher values from the start of cpb (as compared to previous 1.65 version) and the k+ measure of the bpm drifts higher even though no additional k+ (via cardioplegia) had been administered for a long time. Even after multiple in-vivo calibrations, the k+ drifts upwards soon after the bpm is adjusted to the lab analyzed values. At times, the bpm is reading 2-3 mmol/l higher than the lab analyzed value. In clinical services conversation with the ccp, he has also noticed since the nfc to 1.69, the saturated venous oxygen (svo2) measure of the bpm prior to the first in-vivo calibration is 10-15% points lower than the laboratory analyzed value (seen during in-vivo calibration). After the in-vivo calibration is completed, the svo2 measure of bpm more closely tracks with the lab analyzed value. The k+value, though, continues to drift higher even after multiple in-vivo calibrations. The ccp was able to detect these inaccuracies and did not treat the patient according to these values.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00536. This report issue has happened on several procedures, dates not provided. The customer has tried different shunt sensors with the same result. The customer has indicated that this problem never occurred until after the software update nfc was performed.

Manufacturer narrative:
The reported complaint was confirmed. This occurred after the 1.69 software update, which the addendum created for the update claims no accuracy unless both a gas calibration and in-vivo calibration are performed. No product was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.